Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off the shaft of the bd safetyglide¿ insulin syringe and remained in the cap during use. Medwatch report# (B)(4) was filed in response to this event. The following information was provided by the initial reporter: "when the nurse went to remove the cap from the insulin syringe, the needle broke off the shaft of the syringe and remained in the cap."

Manufacturer narrative:
Investigation: customer returned photos of a 1/2cc, 13mm, 29g bd safetyglide insulin syringe with the blister pack from lot # 9169508. Customer states that the nurse went to remove the cap from the insulin syringe, the needle then broke off the shaft of the syringe and remained in the cap. The attached photos were examined and exhibited a piece of the barrel broken off ranging from the barrel tip to the 15 unit marking. A review of the device history record was completed for batch# 9169508. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: none/cannot be determined there are no l2l dispatches, logbook entries or notifications for missing components from the time that this batch was produced CAPA# (B)(4) was opened to address this issue.

Event description:
It was reported that the needle broke off the shaft of the bd safetyglide¿ insulin syringe and remained in the cap during use. Medwatch report# (B)(4) was filed in response to this event. The following information was provided by the initial reporter: "when the nurse went to remove the cap from the insulin syringe, the needle broke off the shaft of the syringe and remained in the cap."